Event description:
Boston scientific received information that during the attempted implant with this right atrial lead, a perforation was noted with the right ventricular lead. The patient experienced cardiac tamponade and the implant was abandoned. Due to the perforation, a pericardiocentesis was performed and the physician withdrew approximately 300 cc of pericardial blood. The patient has a temporary pacer in place until the system implant can be resumed. The attempted lead has not been returned. Should this lead be returned, analysis would not be required based upon available information. Should more information become available to our company, this event will be reopened and updated as necessary. Implant, explant and event dates were not made available.